Manufacturer narrative:
On (B)(6) 2019 two control tests were performed by the customer: using: lot 477723, expires oct-2020, and control lot 80100573, expires oct-2020. The customer could not verify open expiration date of the control solutions. Control test at 9:55 am: level 1 (30 mg/d l- 60 mg/dl) =45 mg/dl. Level 2 (261 mg/dl - 353 mg/dl) =302 mg/dl. Using: lot 477723, expires oct-2020, and control lot 80100573, opened 15-aug, expires oct-2020. Control test at 10:09 am: level 1 (30 mg/dl - 60 mg/dl) =45 mg/dl. Level 2 (261 mg/dl - 353 mg/dl) =306 mg/dl. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The customers test strips and meter were provided for investigation and the following results were received: control ranges and results: level 1 (30-60 mg/dl) = 42 mg/dl, 42 mg/dl, 44 mg/dl. Level 2 (261-353 mg/dl) = 303 mg/dl, 301 mg/dl, 306 mg/dl. All returned results are within acceptable range. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant glucose results with accu-chek inform ii meter serial number (B)(4) when compared to a laboratory result. At 9:24 a.m. The laboratory result was 134 mg/dl, at 9:29 a.m. The meter result was 31 mg/dl, and at 9:27 a.m. The meter result was lo (<10mg/dl). The patient was treated within minutes based on the meter results with an IV of dextrose.